Manufacturer narrative:
Approximate age of device - 10 months. Investigation conclusion: evaluation of the submitted log files confirmed a no external power alarm while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The submitted log file contained data from 5dec2018 through 21dec018. A no external power event was captured (B)(6) 2018. At this time, the rsoc dropped from the expected ~12v down to ~6.1v and then to ~2.6 v, activating the no external power alarm. This no external power alarm appeared to be caused by a loss of ac power while the controller was connected to the mpu. The system operated on the backup battery (ebb) during this event. Multiple pump stops were captured on (B)(6) 2018 and (B)(6) 2018 (B)(4). No other atypical alarms were captured. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided stating the account was unsure if the mpu had a v-lock connector on the power cord. The patient reported the power cord had not been loose and there were no environmental circumstances that would have affected the a/c power. The mobile power unit was not returned for analysis and remains in use.

Manufacturer narrative:
Patient weight not provided. The serial numbers of the device was not provided. Approximate age of device - unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that analysis of a log file submitted to the manufacturer's technical service representative revealed a no external power alarm on (B)(6) 2018, while the vad was connected to a mobile power unit (mpu). This event may have been caused by the mpu's power cord coming loose from the back of mpu or the wall outlet. There was no reported adverse impact to the patient due to the event.